Event description:
The patient's pain had worsened since implant. The patient still had severe leg and back pain and she had swelling in her legs. It was also reported that on three occasions the stimulator turned itself on/off inadvertently. The patient stated that she was not in the same location/environment when the incidents occurred; there was no known accident or incident related to the incidents. The patient was at home. The patient stated that she wanted the device explanted. She said that she had explant surgery scheduled for 2008, but the surgery was canceled because the healthcare professional (hcp) felt the device was working well for her symptoms. The patient was upset and disagreed with the hcp's assessment. She felt that the device was malfunctioning." Additional information has been requested, a follow-up report will be sent if additional information becomes available.